Manufacturer narrative:
Device not returned for testing. No patient injury was reported.

Event description:
When probe was placed in the patient, the full length of the shaft froze. It was removed and replaced. No injury to patient.